Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2007 in which the modular head and femoral stem were removed and replaced due to an unknown reason. It was further reported that a second revision procedure was performed on (B)(6) 2014 in which the modular head, acetabular cup and acetabular liner were removed and replaced due to elevated metal ion levels. During the revision, the patient's pelvis was fractured which resulted in the implantation of a tricortical bone wedge. This caused a delay of approximately 60 minutes. Subsequently, a third revision procedure was performed on (B)(6) 2014 due to the fracture in the patient's pelvis not healing. During the revision, the modular head, acetabular cup and liner were removed and replaced with competitor products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects it states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device" and "material sensitivity reactions". This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-07629 / 07632).